Manufacturer narrative:
Copied from description: (B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
Customer states: prior to use, a water leak from the cuff was observed. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. Visual examination shows that there are markings on the main stem of the hose which are not from this facility. The returned unit was inflated and showed that there was no leakage from the proximal, distal cuffs, proximal and distal pilot balloons. The returned unit remained inflated for a twenty four hour period and no leakage was noted. The reported defect could not be detected on the returned unit.